Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving morphine 40mg/ml, dose not reported, via an implantable pump. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient was refilled yesterday and the clinic called the company representative today telling him that the pump was in safe state. The reporter did not know why they specifically believed it was safe state versus another alarm condition. The reporter believed that the patient was going back to the clinic today. Additional information received the same day reported that a critical alarm was occurring, low battery reset, safe state. It was reviewed to consider minimum rate mode and consider pump replacement as soon as medically possible. Per the reporter the patient stated that they fell and landed on her battery on saturday. There were no reported patient symptoms.

Event description:
Additional information was received from the representative. It was reported that the pump was interrogated for troubleshooting and that the patient was supposed to be scheduled for a replacement and that he believed that it was replaced. It was indicated that the patient may have been implanted with another company. The representative was unaware of any symptoms the patient experienced related to the low battery reset and pump in safe state. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.